Event description:
It was reported during a clinical trial that the reported transient ischemic attack (tia) in the right ica bifurcation/terminus location 34 months post procedure was adjudicated by cec as a minor ipisilateral ischemic stroke in the right ica bifurcation/terminus location 41 months post procedure with relation to the subject stent device. Heparin 10000 iu medication was given to the patient and the patient had prolonged hospitalization. The event was resolved without residual effects. The raymond scale post procedure was 3.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes/DHR system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported the patient suffered a transient ischemic attack (tia) in the right ica bifurcation/terminus location 34 months post procedure with possible relation to the stent device. Heparin 10000 iu medication was given to the patient and the event was resolved without residual effects. The reported patient transient ischemic (tia) and patient stroke are known and anticipated complications to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported the patient suffered a transient ischemic attack (tia) in the right ica bifurcation/terminus location 34 months post procedure with possible relation to the atlas stent device. Heparin 10000 iu medication was given to the patient and the event was resolved without residual effects. The reported event of patient transient ischemic (tia) is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. H3 other text : device remains in patient.

Event description:
It was reported during a clinical trial that the patient suffered a transient ischemic attack (tia) in the right ica bifurcation/terminus location 34 months post procedure with possible relation to the stent (subject device). Heparin 10000 medication was given to the patient and the event was resolved without residual effects. The raymond scale post procedure was 3. No other information is available.

Manufacturer narrative:
Device remains in patient.

Event description:
It was reported during a clinical trial that the patient suffered a transient ischemic attack (tia) in the right ica bifurcation/terminus location 34 months post procedure with possible relation to the stent (subject device). Heparin 10000 medication was given to the patient and the event was resolved without residual effects. The raymond scale post procedure was 3. No other information is available.